Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. 3890 was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found no defects. The customer reported that the catheter was placed on the patient but it failed to pass entirely into the esophagus, so it was then removed. After leaving the facility, the patient blew her nose and pieces of the catheter came out. The reported condition was not confirmed. The investigation found the catheter calibrated successfully and passed thermal test. All impedance sensors have signal and are functional in saline solution. The pico scope data shows all pressure sensors are responding. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was placed on the patient, but it failed to pass entirely into the esophagus, so it was then removed without difficulty and no medical intervention was performed. After leaving the facility, the patient blew her nose and pieces of the catheter came out. There was no difficulty encountered in removing the catheter and no medical intervention was required. The patient returned a week later and a successful procedure was performed. There was no user harm.